Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with morphology suggesting the direction of the fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that a micropuitary broke in half in an unspecified spinal surgery. No patient complications were reported